Event description:
Customer reported the advantage system gave a blood glucose result of 138 mg/dl at a time when she was unconscious due to hypoglycemia. Customer was not treated based on the advantage result; husband called emt's. Emt meter result 30 minutes later was 46 mg/dl, customer treated with IV glucose. Emt results subsequent to treatment were 71 mg/dl and 113 mg/dl. Emt's left, returned 30 minutes later, transported customer to hospital where she was admitted/treated for chest pains unrelated to diabetes. A request was made for the return of the system and a replacement was sent.